Event description:
Pt status post nail and screw implantation on an unk date was returned to operating room on (B)(6) 2012 for tibia nail screw removal at pt's request. Tibia fracture was reportedly healed appropriately, and the screws were reportedly intact. Pt requested removal due to discomfort from screw prominence, and the pt's thin build. The screws were removed and the tibia nail was reportedly intact, and remains implanted. The screws were given to the pt. This is 2 of 5 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
Patient status post nail and screw implantation on an unknown date was returned to o.r. On (B)(6) 2012 for tibia nail screw removal at patient's request. Tibia fracture was reportedly healed appropriately, and the screws were reportedly intact. Patient requested removal due to discomfort from screw prominence, and patient's thin build. The screws were removed and the tibia nail was reportedly intact, and remains implanted. The screws were given to the patient. On (B)(6) 2012, it was reported the patient presented to the o.r. On (B)(6) 2012 due to right tibia fibula hardware causing pain. This is 2 of 5 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis reported as (B)(6) 2009.